Event description:
It was reported that the electrocardiogram (egm) showed noise spike post biventricular pacing in the right ventricular (rv) and possible far field r-wave (ffrw) after that. The patient is under going medical management. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 4076, implantable pacing lead, implanted: (B)(6) 2007; 4194, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).